Manufacturer narrative:
The device was returned to the MFR for investigation. Based on the investigation details, corrosion was built up in the collet slots. This condition would lead to the collet not being able to grasp or retain the wire.

Event description:
It was reported that the collet will not hold a wire. There were no allegations of adverse consequences associated with this event.